Manufacturer narrative:
A philips field support engineer (fse) visited the customer site. The fse performed functional testing with a spo2 simulator, no issues were found with the spo2 measurement. Testing was performed for 20 minutes and no issues were found. The fse was unable to determine what type of spo2 sensor was being used when issue was first reported, the customer stated that they will follow up once they are able to confirm the sensor type and placement. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. No issues were found with the device or spo2 measurement during testing, the device was operating per specification.

Event description:
It was reported that the intellivue mmx device was providing inaccurate measurements. The device was in use on a patient at the time of the event. There was no adverse event reported.